Event description:
The ventilator was being set up for an admission and did not experience any issues. When the patient arrived, the ventilator was taken out of standby and put on the patient. It was initially working properly. When changes were attempted, the ventilator touchscreen was still unresponsive. The decision was made to change the ventilator.